Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD), which is part of a safety advisory, cannot be interrogated despite the use of two other programmers. No magnet tones could be obtained. However, it was confirmed that the ICD was vvi pacing at 70 bpm. It was also reported that the atrial electrogram storage had been reprogrammed to 0% several weeks prior. No adverse patient symptoms were reported.